Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient called for possible over infusion. The patient returned with a pump rate different than initial discharged rate (2ml to 11ml). A 11 ml per hour was observed at disconnection. The patient was admitted to the hospital for observation. No patient harm and injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.